Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient lost stimulation after experiencing a fall. An impedance check was performed and revealed high impedance. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.